Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H1: please note that the type of reportable event in section h1 of the initial report was inadvertently reported as a malfunction. Since it was reported that the event caused a burn in the patient, the reported event meets the criteria of a serious injury and has been updated in section h1 of this supplemental report. D10: the date device returned to manufacturer was documented as 19dec2019 in the initial report. This has been corrected to 11dec2019. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Concomitant med products: saw attachment device. This device was returned for evaluation; however, during pre-repair assessment, it was determined that the device passed all operational specifications and no failure was identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the saw attachment device became blocked and caused the small battery drive device to overheat. It was reported that this resulted in a first degree burn to the patient at contact. It was reported that basic healing was needed as treatment for the burn. It was further reported that there was no allegation against the attachment device. It was reported that there were no delays in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
H10: depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history review: a device history review (DHR) was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.